Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s current blood glucose level was 240 mg/dl. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that display did not return. Troubleshooting was performed for blank display. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.